Event description:
It was reported that a flo-gard infusion pump presented an unspecified occlusion alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, a review of the service history, and a review of the alarm log were performed. The reported alarm was unable to be verified. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.